Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after successful insertion of the catheter, the catheter begun to pass through the oversleeve portion, but failed. Even with the help of a nurse from IV therapy department, it did not succeed. Consultations showed that the customer did not other operations except soaking the catheter and oversleeve portion

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to pass a catheter through a distal groshong nxt connector piece is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector and one segment of a 4 fr single lumen groshong clearvue catheter were returned for evaluation. An initial visual observation showed some use residue the returned sample. The connector pieces were returned not assembled. An attempt was made to pass the proximal end of the returned catheter segment through the distal end of the returned distal connector piece; however, the catheter was found to be unable to pass through the connector piece. The distal connector piece was dissected, and a microscopic observation revealed the internal compression sleeve was notably longer than usual, which prevented passage of the catheter. The investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. A lot history review (lhr) of redt3914 showed two other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that after successful insertion of the catheter, the catheter begun to pass through the oversleeve portion, but failed. Even with the help of a nurse from IV therapy department, it did not succeed. Consultations showed that the customer did not other operations except soaking the catheter and oversleeve portion.